Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an bifurcated endoprosthesis implantation procedure. Reportedly, the suture did not capture the vessel and came out with the device removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 19f and the procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not capture the vessel and came out with the device removal¿ was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Lot number device manufacturing date.

Event description:
On analysis of the returned device, it was identified that the rim of the anterior cuff was broken.